Event description:
Technician reported over infusion of nafcillin. Total volume in bag was 600 ml. Manual prime was performed and pump programmed to deliver 585.6 ml. Rate was 97 ml/hr for 6 doses as intermittent therapy with kvo rate of 0.2 ml.hr co complete therapy. Bag was dry before kvo rate could run. No pt injury or medication intervention was reported. Pump was replaced with another and therapy continued.